Event description:
The physician reported that during placement of an agile catheter in the intrathecal space, the pt jumped. Doctor felt that the catheter may have imposed on the spinal cord, which caused the pt to jump. He further noted that the tip of the catheter was much stiffer than what he is used to. Pt required a "blood patch" and has continued to have headaches since the event, which occurred one week ago. Although lot number of the catheter was not known, sales history shows the most recent lot sold to this site to be

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. Please note that the lot number provided is not necessarily the lot number of the device used by the physician. The actual lot number of the device has not been made available. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.